Event description:
A customer reported that their pump battery was depleting too fast, but this issue did not lead to a pump shutdown. The customer's continuous glucose monitor was active, and their blood glucose level was not adversely impacted by the issue. Despite confirming activities that typically cause faster battery depletion, the depletion rate was excessive, leading to a decision by technical support to replace the pump. The customer planned to use multiple daily injections as backup therapy and was given instructions on returning the pump.